Manufacturer narrative:
The patient¿s weight was not provided. (B)(4). Approximate age of device ¿ 3 days. (B)(4). The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that pre-implant, the admission history and physical notes documented that the patient had acute liver failure with transaminitis with a coagulopathy consistent with liver failure. Also documented was a history of chronic kidney disease coupled with acute kidney injury. All laboratory values had improved prior to pump implant, including an acceptable creatinine level. Intraoperatively, the patient experienced right heart failure following lvad implant and a right ventricular percutaneous heart pump was placed. The right heart support was removed a few days later and the patient was continued on inotropic support. On (B)(6) 2016 the patient experienced renal dysfunction requiring acute dialysis. The patient was placed on continuous renal replacement therapy (crrt) that was later changed to continuous veno-venous hemodialysis (cvvhd) due to metabolic acidosis. The patient had hyperbilirubinemia with a total bilirubin of 14.7 mg/dl, and the plasma free hemoglobin was 210 mg/dl. On (B)(6) 2016 the patient's plasma free hemoglobin was 130 mg/dl and the total bilirubin was 13.6 mg/dl. On (B)(6) 2016 the patient's bilirubin level had decreased to 8 mg/dl and the plasma free hemoglobin had decreased to 60 mg/dl. On (B)(6) 2016 the bilirubin was back up to 11.6 mg/dl. On (B)(6) 2016, the patient again experienced right heart failure and worsening hepatic dysfunction. The patient had been on inotropic support since implant. An echocardiogram revealed moderate right ventricle dysfunction. No reports of any lvad issues have been received. On (B)(6) 2016 the patient became tachypneic with a respiratory rate of 35-40 breaths/min. The hemoglobin level was 7.1 g/dl, the hematocrit was 21.1%, and a stool sample was positive for occult blood. The patient is on a heparin infusion. One unit of packed red blood cells was transfused. The events remain ongoing. No additional information has been reported.

Manufacturer narrative:
The patient remains ongoing on pump support. A direct correlation between the device and the patient¿s symptoms could not be determined. The instructions for use lists hemolysis, bleeding, renal failure, hepatic dysfunction, and right heart failure as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.